Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with alert for charge time limit reached via merlin.net. Transmission confirmed charge time limit. The patient was brought to clinic and manual capacitor maintenance resulted in an additional alert. Session records were submitted for further analysis. The device was explanted and replaced without any complications.